Event description:
A patient reported blood glucose results of 600 mg/dl, 507 mg/dl with a lifescan meter and 270 mg/dl on their family member's one touch basic meter (invalid comparison), performed within 10 minutes of each other. The customer service representative walked the patient through two consecutive control solution tests and both results fell outside the specified range. A check strip test was also performed and the result fell within the specifications. Meter and test strips were replaced.